Manufacturer narrative:
This single-use device is indicated to be reused on a single patient.

Event description:
Information was received indicating that, when changing the ties on this tracheostomy tube, it was noted that the flange was broken. This was the patient's second time wearing this custom tracheostomy tube. The tracheostomy tube was changed out for a new one. No additional adverse patient effects were reported.